Event description:
It was reported that the right atrial (ra) lead exhibited high impedance due to a possible fracture. The ra lead was removed and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 693165 implantable tachy lead implanted: 2006 (B)(6); product ID (B)(4) implantable cardioverter defibrillator implanted: 2006 (B)(6). (B)(4).